Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic rectosigmoidectomy, the surgeon connected the loading unit and pressed the green button, when the surgeon tried to fire the stapler the handle did not move, and when the surgeon checked the loading unit and it seemed the as if it was already been fired, there were no staples in it. The white beams to push the staples up were already lifted. The surgeon attempted to squeeze the handle before checking the reload. Another loading unit and handle was used to complete the procedure. There is no patient harm.